Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture was used. During surgery, a foreign matter was found in the sterilization package. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: lot number? Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? Are there any photos of the foreign matter available? Please confirm, how many devices demonstrated the alleged deficiency? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: - are there any photos of the foreign matter available? No - please clarify what is the number of sutures where foreign matter was found in the sterilization package. One the following information was requested, but unavailable: - lot number? - please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? - what was the texture? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.